Event description:
It was reported that external noise believed to be electromagnetic interference (emi) was observed on the implantable cardioverter defibrillator (ICD). The patient was to continue being monitored. The patient was stable.

Manufacturer narrative:
Correction: section e3 3 - occupation. Additional information: section e1: physician's name.